Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation was unable to determine the cause of the customer¿s allegation. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, evis exera iii colonovideoscope tested positive for 50 colony forming units (cfus) of klebsiella oxytoca. The issue was found during a semi-annual microbiological testing check required at the user facility. The sampling occurred on (B)(6) 2023, quarantined for one week and was manually detected. The endoscope washers were sterilized and resampled for microbiological testing and again tested positive. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the bending section cover adhesive was white and cloudy, the objective lens was stained and the air/water and suction cylinders were both discolored. Scratches were found on the flexibility ring, scope cover and image guide protector. The olympus scope was sent to an independent laboratory for culture testing and nothing was detected. The customer provided cleaning, disinfection and sterilization (cds) processes performed onsite. According to the customer, personnel have not deviated in the reprocessing procedures. The customer performs precleaning immediately after the patient procedure. Water is aspirated through the instrument/suction channel with a suction pump. The forceps elevator was moved to raise and lowered three (3) times in water during aspiration. Aspiration was done with both the first and second position of the section valve. The air/water and the balloon channels were flushed with water and air by using the maj-1444 and maj-629. The device passed the leak test. The customer uses detergent proteazome. The customer brushed the instrument/suction channel, suction cylinder, instrument channel port, balloon channel and the elevator channel. The distal end was brushed with the channel opening brush with a single use brush. The device was rinsed before manual disinfection and was disinfected using proteazome. All channels were flushed with and immersed into this disinfectant. The customer uses tap water when rinsing the device after disinfection. For automated endoscope reprocessor (aer) treatment, the customer used medivators. Isaclean and isaspor single shot were used as detergent/disinfectants. All channels were connected with the tubes when the endoscope was setting up into the aer/ewd. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled by using a filter. The device was dried by using compressed air. A drying cabinet was used for storage of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.